Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they entered the wrong blood glucose level of 33.2 mmol/l in their insulin pump. The customer stated that they did not press the enter button pressed the escape button. However the customer states that the insulin pump still has their blood glucose recorded as 33.2 mmol/l. The customer does not feel comfortable with their insulin pump and would like it replaced. The customer's blood glucose level was 18mmol/l at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.